Event description:
When removing the fractional flow reserve (ffr) wire from the body after doing a successful measurement of the left circumflex artery (lcx), it was noticed that there was a separation of the wire at the tip by the transducer. No harm to patient.